Event description:
It was reported that the device displayed "wireless telemetry no longer available." Telemetry b is still functioning and all other device parameters are functioning as designed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935, implantable tachy lead, (B)(6) 2009; 5076, implantable pacing lead, (B)(6) 2014; 4194, implantable pacing lead, (B)(6) 2014. (B)(4).